Event description:
It was reported by repair work order that the retaining post was broke which can effect fastening in the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.